Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had hinged knee placed status post knee spacer on (B)(6) 2022. Patient came back to hospital with a warm red knee. Surgeon believed infection was still present and all components were removed and new spacer was fashioned utilizing lps components as the mcl was found to be incompetent at the time of surgery on (B)(6) 2022. A dual set was utilized and antibiotic beads were placed along with high does antibiotic cement. Cement is depuy 2 with gent but lot is unavailable as it is hospital owned inventory. Due to short duration of implantation and suspected infection, neither sleeve was ingrown at time of removal. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.